Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0149219. Medical device expiration date: unknown. Device manufacture date: 5/28/2020. Medical device expiration date: unknown. Investigation summary: bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for gel smearing with the incident lot was observed. Additionally, 4 retention samples from bd inventory were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes using an mse mistral 1000 centrifuge, before being examined under magnification, for any signs of gel smearing. None of the tubes had a smear on the walls. Bd was not able to identify a root cause. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: debris from the separator gel appears on the tube walls after centrifugation. After centrifugation, traces of gel remain stuck to the walls and fear that probes will clog. Additional information 2021/3/05: we detect errors in the laboratory and took measurements to prevent possible failures due to gel problems. We didn't identify wrong results.